Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded several episodes due to noise on the right ventricular (rv) lead and oversensing approximately three months ago. Pacing was inhibited resulting in asystole for greater than two seconds during the times that these episodes were recorded. The patient was noted to be pacemaker dependent. It was reported that the patient was working with electrical equipment at the time the episodes occurred. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). No additional episodes were observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.